Event description:
The iab was inserted into the pt's right femoral artery. At 0315, the pt returned to the o.r. For evacuation of clots from the chest and again at 1024 for transthoracic iab insertion after loss of right femoral pulse. The iab was removed and another iab was inserted transthoracically. There was no report that the iab malfunctioned. (On 10/6/97, datascope was also notified of this event via the mandatory medwatch form from the distributor: uf/dist report # 2026191-1997-0043). (Event complications: loss of right femoral pulse - reported 10/6/97) (pt's current status: expired - rpt'd 10/6/97.)